Event description:
The manufacturer of the CT 190g dialyzer reports a dialyzer was sent to the co along with two other dialyzers that the customer reported fiber leak issues. This dialyzer was evaluated for the same issue of fiber leakage and confirmed. Additional info from the customer related to this additional occurrence of a fiber leak is not available after multiple attempts.